Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): 11 humeral stem humeral adapter try 38+0 humeral liner.

Event description:
It was reported that this 68 y/o female patient's right shoulder was revised due to dislocation. Patient was last known to be in stable condition following the event. Unable to obtain x-rays or images. No products returning - device is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. Implant date unknown. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.